Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It has been reported that the pt was presented with chest pain and an angiogram was done. The findings were four blocks (proximal lad, mid circumflex, proximal and distal rca). In 2008; the proximal lad was stented with a ml-vision 2.75 x 15 mm and the mid circumflex was stented with 2.5 x 15 mm mini-vision. The second sitting was done 2 days later; the proximal rca was stented with a 3 x 12 mm of another company's stent and the distal rca with 3 x 32 mm of another company's stent. In 2009, the pt reported with class 3 angina and a check angio was done. It was realized that the 2.75 x 15 mm ml-vision used in the proximal lad became 99% restenosed. Subsequently, the pt underwent a revascularization and a xience v 3 x 18 mm was implanted in the proximal lad. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Restenosis, as listed in the vision IFU, is a known adverse event associated with coronary stenting. As there was no reported device malfunction during the time of the stent implant, there does not appear to be any indications of a product quality problem. In this case, it is likely that the angina is a secondary effect of the restenosis which required ptci and hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.